Event description:
It was reported that the customer used the infusion set but blood sugar did not go down all day. After having bolus doses, customer pulled the infusion set and the cannula was bent. The customer reinserted but still had high blood sugar. The customer tried to take the other set out and had blood at site. The insulin pump showed insulin was getting delivered but customer was not getting any. The customer received a new serter and other supplies but reported that the insulin pump never worked right. The customer used the stomach area for insertion and was advised to change site area. The customer was also advised to contact health care professional for other possible sites. Customer refused to troubleshoot insulin pump and did not give any blood sugar readings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.